Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the "peg" of a 6/7f mynxcontrol vascular closure device (vcd) is out of tip and cannot be used. The device was exchanged for a new product for hemostasis. There was no reported patient injury. The device was intended for use in a trans arterial chemoembolization procedure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the polyethylene glycol (peg) of a 6f/7f mynx control vascular closure device (vcd) is out of tip and cannot be used. The device was exchanged for a new product for hemostasis. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization procedure. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was found in the open position, and the syringe was not returned with the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. A slight kinked/bent condition was noted to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip exhibited no visible damage or abnormalities. A dimensional analysis was performed to verify the catheter working length, and the measured length was within the defined specification. This measurement was obtained using a calibrated ruler. However, a slit length measurement could not be completed due to the kinked/bent condition of the sealant sleeves. Per functional analysis, a simulated deployment test was conducted to assess device functionality. After aligning the tension indicator by pulling the distal tip in a distal direction, button 1 and button 2 were depressed in the instructed sequence. The device functioned as intended, with successful sealant deployment and balloon retraction. Additionally, a functional evaluation was conducted to assess insertion and withdrawal performance using a 6f cordis laboratory sample csi, since no introducer was returned. No resistance or friction was detected during this simulation. A high-magnification microscopic evaluation was performed to further assess the observed sealant sleeve condition. The presence of a slight kinked/bent area on the sleeves was confirmed during this analysis. The reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed through analysis of the returned device since the sealant was still in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issue experienced by the user could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no issues noted with the sealant. However, prepping/handling factors are possible. Additionally, the slight kinked/bent condition of the sealant sleeves was likely contributed by prepping/handling factors as well. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. It should be noted that the slits of the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issue experienced by the user could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.